Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 375 mcg/ml of morphine at minimum rate via an implantable pump for chronic low back pain and spinal pain. On (B)(6) 2017, it was reported that the patient was unresponsive following a refill with an incorrect drug. It was reported that the syringe used to fill the pump on (B)(6) 2017 said 375 mcg/ml of morphine, but the pharmacy had made a mistake with syringe and it actually contained 25 mg/ml of morphine. The next day, (B)(6) 2017, the patient was found unresponsive. The hcp programmed the pump down to minimum rate on (B)(6) 2017. The dosage prior to the patient becoming unresponsive was unknown. The pump still had the 25 mg/ml drug at the time of the report. The hcp wanted to perform a system content removal to remove the old drug. The plan was to fill the pump with 1 mg/ml drug. At the time of the report, the patient was doing good and was considered fine. No further complications were reported.

Manufacturer narrative:
Updated to reflect information received on 2017-jul-15. Updated to reflect the initial reporter identified on 2017-jul-15. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the manufacturer's representative on (B)(6) 2017. The initial reporter of this information was reported as the "mid-level" of the patient's managing healthcare provider.

Manufacturer narrative:
Updated with the patient's weight at the time of the event. Updated to reflect the information received on 2017-jul-20 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jul-20 from the patient's healthcare provider. It was reported that the patient's correct drug concentration was 375 mcg/ml and it was confirmed that the patient's unresponsiveness was resolved.